Event description:
It was reported by the patient that the previously working remote monitor would not progress beyond the flashing telemetry light. Troubleshooting steps were taken to no avail. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The monitor was analyzed and no anomalies were found.